Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-13. Investigation summary : customer returned (1) opened 31gx8mm bd pen needle without a tear drop label or inner shield attached. Consumer reported when he removed pen needle after injection, non patient end separated from hub. The returned pen needle was examined, and it was observed that the patient end (pe) and non-patient end (npe) cannula were intact. The sample was tested for attachment/detachment using a test pen injector, and it was observed that the pen needle was able to attach to/detach from the pen injector properly. Cannula separation was not observed on the tested sample. No defects were observed. No DHR review can be carried out as lot number is unknown. Bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd pen ndl cannula broke off. The following information was provided by the initial reporter :   the consumer reported that after the injection when removing the pen needle the non patient end separated from the hub.   Date of event: unknown. Samples: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl cannula broke off. The following information was provided by the initial reporter:   the consumer reported that after the injection when removing the pen needle the non patient end separated from the hub.   Date of event: unknown. Samples: yes.